Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator displayed a fault code - a red screen indicating that the device was only programmable for a single zone programmable. It was reported that the patient had reported to the hospital for receipt of a shock the night before. The caller indicated that a memory dump would be performed on the device and forwarded to guidant for further analysis.